Manufacturer narrative:
(B)(4). Batch # n91w0c. The device was received with upper jaw detached returned and the I-blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the top (moveable) jaw on each device damaged? The jaw visually did not seem damaged until it broke off. The only noticeable thing was that it wouldn¿t open as easy and far as it did in the beginning of the procedure. Was the top (moveable) jaw on any of the devices broken off of the device? Yes it broke off if yes, how many devices had the top (moveable) jaw broken off? 1 did the detached top (moveable) jaw(s) fall into the patient? Yes it happened in the rectum, so it was easily retrieved. Were the detached top (moveable) jaw(s) retrieved from the patient? Yes the top jaw was retrieved and nothing was left behind.

Event description:
It was reported that during a rectal extirpation procedure, during the extirpation of the rectum from the anal side, the flexible part of the jaw broke, leaving only the lower jaw functional. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.